Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017 at ¿10 ¿ 11pm¿. The patient manages her diabetes with ¿1000mg metformin pills and 100mg januvia pills¿. The patient reported that one hour after the issue occurred she developed symptoms of ¿shaking and weak¿ and at 11:30pm on (B)(6) 2017 she self-treated with food or drink. During troubleshooting the cca noted that when the patient was walked through a retest the issue was resolved. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.